Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited noise and oversensing on the right atrial channel. Additionally, noise on the right ventricular channel was also observed. Further evaluation was discussed. This device remains in service. No adverse patient effects were reported.